Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 45 mg/dl). Food was consumed. Customer adjusted the pump carbohydrate ratio to address low bgs that were caused by exercise/lifestyle change.